Event description:
The autopulse platform (sn)(B)(6) failed the load cell characterization test while servicing at zoll. No patient involvement.

Manufacturer narrative:
The autopulse platform (sn)(B)(6) failed the load cell characterization test while servicing at zoll. The root cause of the observed failure was due to failed load cells. The cracked covers and failed load cells were likely attributed to mishandling, such as a drop. The load cells need to be replaced to address the observed problem. Upon visual inspection, a crack on the front and bottom enclosures were noted, likely attributed to user mishandling, such as a drop. The damaged parts need to be replaced to address the observed physical damages. During the functional testing, the autopulse platform failed the brake gap inspection, as the brake gap was wide (out of specification). The brake gap needs to be adjusted within the specification to address the observed problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).